Manufacturer narrative:
(B)(6). A medtronic representative, following up with the site, reported that the computer mouse required replacement. RMA issued; replacement device shipped to site on 12/11/2015. A medtronic representative replaced the computer mouse and performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue after the replacement of the computer mouse. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure the navigation system became unresponsive. The mouse and touch-screen temporarily stopped working on this system while the surgeon was in the 'verify instruments' task. The medtronic representative reported that the cursor would move but clicks were unresponsive. This behavior was momentary and then functionality returned; however after minimal troubleshooting, the surgeon elected to abort the use of the navigation and imaging systems and opted to proceed with fluoro. There was an approximate delay of 5 minutes due to this issue. There was no impact on patient outcome.